Event description:
It was reported that two puresee intraocular lenses (iols) were implanted in both eyes, and right after implantation the patient presented without intermediate vision or near vision in both eyes. The pre and post-surgical optical coherence tomography (oct) was requested, the patient's retina had no problem, cavitation and optic nerve were also normal. There was no previous corneal surgery. The lenses remain implanted. The patient is being monitored. No further information was provided. Note: this report is for the iol implanted in the patient's right eye. The report submitted for the patient's left eye number is 3012236936-2026-0001399.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown/not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.